Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that there was misidentification with the bd phoenix¿ m50 automated microbiology system. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "does not read bacillus correctly".

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported by the customer that there was misidentification with the bd phoenix¿ m50 automated microbiology system. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "does not read bacillus correctly".